Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, there was no evidence of moisture or corrosion in the pump and contrast reset did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/18/2015 - device evaluation. The device has been returned and evaluated by product analysis on 06/03/2015 with the following findings: on investigation, the alleged display issue was duplicated. The pump powered up to a black display screen with auditory and vibratory features. Due to the blank display issue, the remaining testing was unable to be performed. The pump casing was opened and the display screen was found to have cracked. A clear and legible display was restored when the pump screen was replaced with a test screen. Unrelated to the complaint, a battery compartment crack was found between the grip pad and the case seal.